Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 272 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The formed needle, bottom housing, and adhesive pad were inspected, and no abnormalities were found that would contribute to the reported skin condition irritation. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed that would result in the device failing to deliver insulin. Added e1720 skin inflammation/ irritation to health effect - clinical code.